Event description:
Reporter initially alleged finding pins blackened on the inform meter. The MFR's eval dept. Confirmed that there was melting and burning of the third and fourth pins. No adverse event reported. The device was returned, evaluated, and replacement product was sent.